Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of greater than 2000 ohms. The lead was explanted and a new ra lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the outer conductor coil was fractured approximately 208 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve. The identified coil fracture is the likely root cause of the clinically observed high impedance measurements. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of greater than 2000 ohms. The lead was explanted and a new ra lead was implanted. No additional adverse patient effects were reported.